Event description:
Reporter initially noted cases of post-op inflammation. Additional information received noted this patient required vitreous tap, injection of intravitreal steroids and antibiotics; daily visit. Prognosis reported as good to poor; outcome is unknown. Felt this was related to phace handpiece.